Event description:
Following a percutaneous transluminal coronary angioplasty procedure, an angio-seal device was inserted in a pt's right groin. Shortly following deployment, oozing was noted at the site. The ooze was controlled by upward tension held on the suture. The pt became restless and sat bolt upright 10 mins after device deployment. Bleeding occurred, and manual pressure was therefore held. Protamine sulfate was administered in order to aid with the reversal of heparin given during the procedure. One unit of packed red blood cells was also given. The next day the pt ws noted to be in stable condition with a large hematoma. As of 05/19/1998 there has been no further report of complication or pt sequelae made to the MFR.